Event description:
On (B)(6) 2010, the pt was implanted with three gore tag thoracic endoprostheses to treat an inflammatory aneurysm of the thoracic aorta. It was reported that the gore introducer sheath was inserted first however was replaced with a different sheath of another MFR because it did not have enough length. It was also reported that the pt's abdominal aorta at the level of the renal arteries was extremely torturous. The pt tolerated the procedure. On (B)(6) 2010, CT angiogram images revealed dissection of the abdominal aorta. It was reported that the entry was located 2-3 cm below the renal arteries and that the physician commented that a possible cause of the dissection was advancement of the guidewire or the sheaths. On (B)(6) 2010, an additional procedure was performed to repair the dissection by replacing the abdominal aorta with a surgical graft. On (B)(6) 2010, the pt was discharged. No further adverse events have been reported.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. A possible cause of the abdominal dissection is advancement of the guidewire or the sheaths at the tortuous abdominal aorta.